Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device downgrade, externalized conductors were noted. No electrical anomalies were detected. The pace/sense portion was connected to the replacement pacemaker. Patient will be monitored.